Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was sent for further investigation and de-cased. In addition, an extended investigation has been performed on the returned sensor and observed damage to the sensor pcba. Attempted to extract data from returned sensor but the sensor did not read due to inventory command failed. The returned battery was measured and were within specification. The returned sensor was de-cased and performed a visual inspection on the returned sensors pcba (printed circuit board assembly) and observed that the pcba had been damage due to de-casing and cracked right through the pcba. This damage to the tracks and components will render the pcba unable to function as design intent. Therefore, this issue is unable to test. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial number) & (UDI) were updated fbased on the returned product. Section h4 (device mfg date)was updated based on the returned product download. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received third-party treatment of glucose (type/dose unspecified) provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received third-party treatment of glucose (type/dose unspecified) provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, issue is not confirmed. Section d4 (serial number) was updated from (B)(6) to (B)(6). Section d4 (unique identifier (UDI)) and h4 (device mfg date)was updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10(additional mfg narrative) was incorrectly documented in the previous report (2954323-2023-07274). Correction has been made.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received third-party treatment of glucose (type/dose unspecified) provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.